Manufacturer narrative:
Batch review performed on 15 june 2018; lot 177251: (B)(4) items manufactured and released on 9 february 2018. Expiration date: 2023-01-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mpact acetabular shell ø52 two-holes reference 01.32.152dh (k132879); lot 178260: (B)(4) items manufactured and released on 14 march 2018. Expiration date: 2023-03-06; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d product manager on 29 may 2018: pe liner shows two scratches due to the removal process. The component has been sent for dimensional analysis. Results do not show any non-conformity in the dimensions relevant for liner-shell coupling. Metrological investigation performed on may 29, 2018 by quality control manager: no anomaly found through the lot documentation review; the whole manufacturing dossier is conforming to the project. The dimensional control has not identified any anomaly or any production defect. The device is conforming to the specifications of project.

Event description:
During surgery the liner would not seat into the cup. The surgeon used a secondary liner to complete the surgery (same size, different lot). 2 minutes delay. The surgery was completed successfully.